Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported the patient¿s ipg was flipping in the pocket site causing discomfort. Patient had lost a significant amount of weight. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned in the same pocket site to address the issue.

Manufacturer narrative:
Date of event is estimated.